Event description:
It was reported that the ilet user experienced a low blood glucose of 55 mg/dl, announced a lunch, and consumed a full meal rather than incrementally treating the low, after which blood glucose rose to 260 mg/dl. This was addressed through troubleshooting and education with assignment for additional training on meal announcements and appropriate treatment of hypoglycemia. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the device component was not applicable. The issue involved improper or incorrect procedure or method related to treating hypoglycemia and meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.